Manufacturer narrative:
Citation: geis na et al. Feasibility and safety of vitamin k antagonist monotherapy in atrial fibrillation patients undergoing transcatheter aortic valve implantation. Eurointervention. 2017 apr 20;12(17):2058-2066. Doi: 10.4244/eij-d-15-00259. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of the efficacy and safety of vitamin k antagonist (vka) monotherapy in atrial fibrillation patients who underwent transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between july 2008 and july 2014. The study population included 167 patients who received either vka monotherapy (77), vka plus single antiplatelet therapy (41), or a triple anticoagulation regimen (49) following tavi. The patient population was predominantly female with a mean age of 83 years. Of the 167 patients, 103 were implanted with the medtronic corevalve. No serial numbers were provided. Among all patients, 21 deaths occurred within six months after tavi. The deaths were classified as cardiovascular (4), non-cardiovascular (12), and unknown reasons (5). It was reported that two of the deaths were the result of intracranial hemorrhages that occurred two and three months after tavi, respectively. The study used non-medtronic transcatheter valves in addition to the corevalve. The type of transcatheter valve implanted in each patient who died was not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke (hemorrhagic, ischemic, or undetermined); peripheral embolism/thromboembolism; and transient ischemic attack. Bleeding and hemorrhage events classified as major or life-threatening were linked to the following observations: intracranial hemorrhage; pericardial effusion; puncture site hematoma requiring surgery; puncture site bleeding; thigh hematoma requiring a two-stage operation; retroperitoneal hematoma; and upper or lower gastrointestinal bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.